Manufacturer narrative:
D10 concomitant products: vp-761-x, surgipro*ii 4-0 blu 90cm cv25da - (lot#d4f3592gy); vp-761-x surgipro*ii 4-0 blu 90cm cv25da - (lot#d4f3592gy); vp-761-x surgipro*ii 4-0 blu 90cm cv25da - (lot#d4f3592gy); vp-761-x surgipro*ii 4-0 blu 90cm cv25da - (lot#d4f3592gy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, upon opening the packaging, the suture was broken in the middle. The same issue occurred on the other four sutures from the same batch. A different, non-defective product of the same type was used to complete the proc edure.

Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. One representative vp-761-x surgipro*ii 4-0 blu 90 cm cv25da was returned for analysis. Visual inspection noted five empty breather pouches. No sutures were returned. It was reported that the suture was broken in the middle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.